Event description:
Procedure: sigmoid resection. According to the reporter, this was the second stapler used on the case. The patient had to have an anastomosis taken down and re done (re-anastomosis) ; however, a second firing was done and the same result occurred. The entire staple line did not form completely and leaking occurred. There was tissue loss of 3-4 cm reported, and a drain placement was implemented, extending the hospital stay. There was no blood loss reported, and the staples were over sewn.

Manufacturer narrative:
(B) (4). (B) (4).